Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that the product was having the following unresolved power related issue: onetouch ultralink meter does not turn on. As a result, the pt claimed that no changes were made towards her diabetes routine. The pt reportedly developed symptoms of "thirsty" before and during the alleged issue; therefore, the subject meter did not cause the pt to experience the alleged symptoms. This was not a brand new out of box product and the condition of the battery was good. The pt's products have been replaced.